Event description:
The patient was implanted with a scs system in 2007. The surgical lead was placed at t8-t9. It was reported that the system maintained good coverage of the right leg but also provided stimulation to the abdominal and pubic regions the placement of the lead was verified to determine if the lead had migrated. The review of the x-ray confirmed the lead was properly placed. The physician elected to revise the system. A new scs system was implanted in 2009 when the old system was explanted. The new surgical lead was placed lower at t11-t12, which improved stimulation. There was some ancillary buttock stimulation that was deemed acceptable by the patient and physician. The product will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: it was reported that the equipment is functioning properly and will be retained by the hospital. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.